Event description:
One patient sample with discrepant troponin t results. Initial result 0.6-0.7 ng/ml. Same sample repeated using a different method gave a negative result. If additional information is received, appropriate notification will be provided.